Event description:
It was reported that during a gall bladder procedure the device was spitting and malformed clips. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.